Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
A report was received from a customer that the pilot balloon deflated. It is unknown if the failure occurred during pre-testing, if there was any patient use, or required intervention.